Event description:
Pt's status post rod and screw implantation experienced pain and returned to surgeon's office. An x-ray showed two pangea locking caps pulled off the rod at l4 location. Surgeon removed the two caps and revised the pt to additional transverse rods, transconnector and two new locking caps. Surgeon noted torsional forces may have caused the caps to dis-engage the rod.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.